Event description:
It was reported that during a laparoscopic repair of para esophageal hernia procedure, the doctor fired the clip applier as usual for about three times. On the fourth firing, the clip applier closed on vessel and the jaws would not open again. The doctor had to pull the applier off the vessel. There was subsequently a little bleeding but this was stopped and the rest of the procedure went without incident. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Results: dried bodily fluids additional information: how much bleeding occurred (please quantify)? 5 -10mls. Was patient given any blood products? No. Was there any change to procedure or post op patient care? No. How was damaged vessel repaired? Ligated with er420. The analysis results of the el5ml device found that it was received with a clip gap in jaws and in good visual condition. Upon evaluation the trigger was difficult to cycle; however, no clips were fed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the shaft assembly. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw. In addition, the feed bar was noted damaged in the area that interacts with the feeder shoe. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.